Event description:
Reference number (B)(4) event occurred in the saudi arabia. It was reported that patient has adhesive issue event on (B)(6) 2026.the infusions set adhesive was not adhering and got pulled off while playing. No further information available.